Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was used and then explanted due to defective capsule. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2024. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 3, 2024 section h3: evaluated by manufacturer: yes device evaluation: visual inspection of the complaint simplicity reveals no damage or issues. The lens was inspected revealing that it was coated in viscoelastic residue. The lens was cleaned, and scratches were observed. No issues that could cause or contribute to the complaint issue reported were observed. The complaint issue "removal" and "other capsule damage: posterior capsule rupture" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.